Event description:
A healthcare professional reported that after glaucoma shunt implantation procedure, the patient experienced fluctuation in intraocular pressure (iop). According to the doctor it could have been controlled with treatment. Despite this, it was decided to review the case. The patient lost visual acuity throughout the event until the doctor decided to review the valve, which had smallest possible leak. Thus it was decided to replace the valve to stabilize the iop. The valve was replaced with a non-company valve in a secondary procedure. The patient's symptoms were resolved after replacement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the investigation site for evaluation for the report of loss of visual acuity and the valve had smallest possible leak; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the investigation site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).